Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: acute pain and discomfort" "muscle problem on the thorax" and "afraid." Healthcare professional reported "chronic pain" , "rippling, envelope folds" and "minimal amount of liquid surrounding the implants".

Event description:
Patient reported right side "acute pain and discomfort" "muscle problem on the thorax" and "afraid." Healthcare professional reported "chronic pain" , "rippling, envelope folds" and "minimal amount of liquid surrounding the implants". Also reported "shortness of breath" which was determined not to be device-related. Device remains implanted.